Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky, sometimes unresponsive and hard to push. The customer's blood glucose level was unknown. The customer reported that they were not able to read blood sugar, heard unusual grinding noise and the rewind was slower and had to be done more than once. The insulin pump will not be returned for analysis.